Event description:
An obvious decline in the patient's hearing performance was noted on (B)(6) 2014. A history of head trauma was denied. Problem of external devices were excluded.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The device investigation also revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Residual gas analysis of the housing's inner atmosphere proves the device to no longer be hermetically sealed. Over a certain period of time, humidity will impinge on the electronics and cause damage. Additionally, damage to the active electrode likely caused by minute device mobility, was seen during investigation, which might have contributed to the lack of benefit. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied. Problems with the external devices were excluded.

Manufacturer narrative:
UDI code not available for this device. The device has been explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.